Event description:
It was reported that a patient with a left ventricular lead came into the emergency room in full cardiac arrest. The patient had pacer spikes but no capture. It was reported that the medical staff thought the patient most likely had acute coronary syndrome and had no muscle left to capture. The patient has a history of ischemic cardiomyopathy. It was also reported the patient was not having ventricular fibrillation.

Manufacturer narrative:
Additional information received indicated that the patient's cause of death was most likely acute coronary event with pulseless electrical activity. There were pacer spikes on the egm; however, it is believed there was not myocardium to capture. The patient collapsed outside of the dental office, emergency services were called, and CPR was initiated. CPR was unsuccessful and stopped after a discussion with the patient's spouse. The patient was not pacemaker dependent. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient with a left ventricular lead came into the emergency room in full cardiac arrest. The patient had pacer spikes but no capture. It was reported that the medical staff thought the patient most likely had acute coronary syndrome and had no muscle left to capture. The patient has a history of ischemic cardiomyopathy. It was also reported the patient was not having ventricular fibrillation.